Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers alleged the pt suffered injuries including, but not limited to, severe pain and suffering, which resulted in emotional distress and a loss of enjoyment of life, due to the knowledge that she could at any time be subjected to further injuries associated with the device, as well as by the knowledge that she might be advised to undergo add'l surgery to correct, remove and/or replace the device.